Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the normal reference range, for ten patients, involving the unicel dxc 600i synchron access clinical system. This report is four of ten referencing the patient on the event date noted. The erroneous results were released out of the laboratory. As a result, the ten patients were admitted to the hospital. The customer is uncertain if any additional treatment was given to the patients. There has been no report of current patient outcome to date. The customer indicated reanalysis of the patients' samples, on an alternate access 2 system, generated lower results. The laboratory's cutoff value for troponin is 0.03 ng/ml. While on site, a beckman coulter field service engineer (fse) noticed the customer was operating the instrument with a failed unwashed portion of system check. The customer indicated assay quality control (qc) performed within the laboratory's established ranges prior to and following the event. The fse noticed bubbles during dispense probe priming causing a cloudy appearance, due to a faulty stator. The fse replaced the stator and completed preventative maintenance (pm) per the established procedures. All verification testing passed within the published performance specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Stator. In conclusion, the likely cause of the elevated troponin I results is attributed to a faulty stator. Full patient identifier: (B)(6). All related medwatch reports associated with this event: 2122870-2014-00474, 2122870-2014-00475, 2122870-2014-00476, 2122870-2014-00477, 2122870-2014-00478, 2122870-2014-00480, 2122870-2014-00479, 2122870-2014-00481, 2122870-2014-00482, 2122870-2014-00483.